Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect nausea, as listed in the xience prime everolimus eluting coronary stent system instructions for use, is a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) /2013, the patient underwent a stenting procedure with placement of a 3.0 x 28 mm xience prime stent in the mid right coronary artery. Post procedure, the patient experienced cardiac enzyme elevation and a myocardial infarction was diagnosed. No treatment was provided and the patient condition resolved (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: emerge 2.0x12, emerge 3.0x20, nc trek 3.5x20. (B)(6) 2013: ck=104 u/l, normal upper limit 220. (B)(6) 2013: ck-mb=6 ng/ml, normal upper limit 4. (B)(6) 2013 (08:55): troponin I=636 ng/ml, upper reference limit 40. (B)(6) 2013 (10:10): troponin I=603 ng/ml, upper reference limit 40. There was no reported product deficiency and the product was not returned. The reported patient effect of myocardial infarction as listed in the xience prime everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the supplemental medwatch report filed on (B)(6) 2013, additional information was received which indicates that the patient did not experience a myocardial infarction, only an elevation in creatine kinase-myocardial band and troponin I levels. No treatment was provided and the patient condition resolved on (B)(6) 2013. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information was received which indicates that during the procedure the patient experienced nausea. Medication was administered to treat the nausea, which resolved the same day. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects myocardial infarction and nausea, as listed in the xience prime everolimus eluting coronary stent system instructions for use, are known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.